Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to high blood glucose of high 400 mg/dl, there were also cracks on the battery compartment. Customer was wearing the device at time of hospitalization. Customer was treated with insulin drip at the hospital. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.